Manufacturer narrative:
(B)(4). Eval results: excessively tortuous and severely calcified vessels.

Event description:
An aneurx stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The vessels were excessively tortuous and severely calcified. It was reported that the device could not advanced due to the anatomy, and the catheter ended up kinking. The physician removed the device from the pt and then inserted another aneurx device, which was able to be advanced and deployed without issues. No clinical sequelae were reported, and the pt is fine. The kinked aneurx device was discarded at the procedure.